Manufacturer narrative:
The field service representative was unable to determine the cause. Performance tests were performed to verify analyzer operation.

Event description:
Customer states analyzer produced troponin t result of 0.059 mg per ml. The same sample repeated on another analyzer gave 0.015 ng per ml. The sample was then repeated on both analyzers and gave 0.016 and 0.018 ng/ml. Result of 0.02 ng per ml was reported, patient was not adversely affected.